Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed as the device would not cycle as the pump kept collapsing. Only hitting deflate button would fill the bulb. A new inflatable penile prosthesis pump was implanted. Following the revision surgery, the pump functioned as designed. No patient complications were reported in relation to this event.